Manufacturer narrative:
The reagent lot number is 794058. The expiration date was not provided. The calibration data showed frequent errors. The field service engineer observed a misaligned cuvette rack on the reaction disk. Maintenance was performed on the analyzer, including replacing the cuvettes and lamp. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c513 analyzer. No questionable results were reported outside of the laboratory. The samples were repeated since the customer believed the initial values to be too high. The first sample initially resulted in an hba1c value of 27.7 %. The sample was repeated on (B)(6) 2025, resulting in a value of 5.7 %. The second sample initially resulted in an hba1c value of 23.8 %. The sample was repeated on (B)(6) 2025, resulting in a value of 5 %.